Manufacturer narrative:
Not applicable.

Event description:
The customer was unable to provide the part number or lot number. During an a/p t10-pelvis fusion procedure lasting 7 hours and 5 minutes, an impedance issue was identified approximately 5 hours and 30 minutes into the surgery. It was later discovered that the needle had broken and lodged at the bottom of the patient's foot. At this time, the broken needle has not been returned for evaluation.